Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads dislodged post-operatively. Both leads were repositioned. However, both leads dislodged again. The ra lead dislodged three days after the initial dislodgement. The ra lead was explanted and replaced. Approximately a month and a half later, the patient began experiencing bradycardia symptoms when the rv lead dislodged into the right atrium. The rv lead was also explanted and replaced. No further patient complications have been reported as a result of this event.